Manufacturer narrative:
(B) (4). (B) (4). Device #2: part #12673-03, lot #88004-6h indicated is being filed under a separate medwatch MFR number. Evaluation of the returned device found both cuffs successfully captured the needles and the rail suture end was a clean cut. This is indicative of successful needle deployment and suture retrieval, contradicting the reported experience. However, because the suture was not returned, it could not be determined if the knot was successfully advanced to the arterial surface to close the vessel. Based on the investigation findings, the device performed according to specification and a root cause related to the device could not be determined. No mfg or quality issues were detected. Review of the device history record for this lot did not produce any findings relevant to this report.

Event description:
Device #1 issue: needle-to-cuff miss. Time of device issue: during vessel closure. Adverse event: failure to achieve hemostasis. It was reported that a physician trained in the use of the perclose proglide device attempted arteriotomy closure of an unspecified vessel after an interventional procedure. Reportedly, an anterior needle-to-cuff miss occurred. When the needle plunger was removed, no suture was present. The device was removed over a guide wire and a second proglide was attempted with the same results. Manual compression was applied to achieve hemostasis. There were no reported adverse pt effects/ though requested, no additional info was provided.